Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button alarm noted. The insulin pump has cracked case near lcd window corner, minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the customer had a cracked display screen. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.